Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, after positioning the leadless implantable pulse generator (ipg), the physician attempted to floss the tether, and the delivery system slipped into the right atrium. The physician then attempted to pull the tether across the tricuspid valve, and encountered resistance on the side of the tether that was cut. The physician flushed the catheter,possibly resulting in additional slack of the tether. The tether was pulled until resistance was felt, and the delivery system was pulled back through the tricuspid. At that point, the ipg dislodged and appeared to still be connected to the tether. The system was completely removed, and a new system will be implanted at a later date. Upon removal and inspection, it was noted that there was a significant knot in the distal portion of the tether string which caused the ipg to dislodge. No patient complications have been reported as a result of this event.